Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables were derailed. One grip cable was derailed from the distal idler pulley. Grips can still open and close although the movement may not be precise. Failure analysis concluded that the cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. Failure analysis investigation also observed the following damages: the instrument's pitch cable was frayed. The conductor wires were intact and undamaged although the drive cable was found to be frayed. The pitch cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist. The other cable at the wrist were undamaged. The distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately .059 - .110 in length and not aligned with the tube. Failure analysis concluded that the damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported frayed cable and/or the various scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, it was observed that the prograsps forceps instrument was not working and malfunctioning. No patient harm, adverse outcome or injury was reported.